Manufacturer narrative:
The device was not returned for evaluation. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use state the following: "¿ the catheter is intended for urinary bladder drainage in patients requiring catheterization for management of incontinence, voiding dysfunction, and surgical procedures. Please contact your physician to determine which product options are best for you, paying close attention to product warnings/ precautions and adverse reactions. ¿ wash your hands thoroughly with soap and water. ¿ release the sterile water from the foil packet. ¿ tip the catheter pouch end-to-end three to six times so the water moves back and forth to thoroughly wet the catheter surface. ¿ peel open the pack at the funnel end just enough to expose the insertion sleeve. Don¿t remove the catheter yet. Use the adhesive tab at the funnel end of the pack to stick the pack to a nearby vertical surface while preparing to catheterize. ¿ wash the area around the meatus before catheterizing. ¿ wash your hands again. Hold the insertion sleeve with your dominant hand and squeeze it to grip the catheter shaft as you remove the catheter from the pack. ¿ next, hold the catheter funnel above the insertion sleeve with your other hand and slide the insertion sleeve down the shaft, stopping at about 6¿ from the tip. Release the funnel. ¿ using the insertion sleeve to hold the catheter firmly, gently pass the tip of the catheter into your urethra until the insertion sleeve nears the meatus. Repeat until urine starts to flow. ¿ try to keep the catheter steady until urine stops flowing. When urine stops flowing, slowly withdraw the catheter, stopping if flow starts again, until the last few drops have drained. ¿ finish by disposing of the catheter and its packaging. Wash your hands with soap and water. Warning: ¿ this is a single use device. Do not reuse. Reuse of a single use device increases the risk of catheter acquired urinary tract infections. ¿ urethral catheter for urological use only. Discard after use. Made of silicone elastomer." (B)(4) the device was not returned.

Event description:
The complainant received a recall letter and reported that the catheter was difficult to insert and the patient experienced pain and bleeding. The patient allegedly visited his physician. Per additional information received on 10/18/2017, the patient reported the issue after receiving the recall notice that was sent out on 09/14/2017. The patient's representative stated there were 2 occurrences when he had difficulty inserting the catheter and experienced pain and bleeding. She stated he did not notice anything abnormal about the catheter prior to placement. He was able to fully insert the catheter but it drained bright red blood in his urine for 24 hours. After the bleeding did not stop, he went to the ER. They performed a CT scan to see if there was something causing the pain and bleeding but there was nothing abnormal identified. He was not given any medication for the pain that she can recall and was told by the ER to follow up with his physician the next day if the bleeding continued. Per additional information received, the patient was alleging urethral injury, urinary retention, and x-ray exposure.

Manufacturer narrative:
The device was not returned for evaluation. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use state the following: "the catheter is intended for urinary bladder drainage in patients requiring catheterization for management of incontinence, voiding dysfunction, and surgical procedures. Please contact your physician to determine which product options are best for you, paying close attention to product warnings/ precautions and adverse reactions. Wash your hands thoroughly with soap and water. Release the sterile water from the foil packet. Tip the catheter pouch end-to-end three to six times so the water moves back and forth to thoroughly wet the catheter surface. Peel open the pack at the funnel end just enough to expose the insertion sleeve. Don¿t remove the catheter yet. Use the adhesive tab at the funnel end of the pack to stick the pack to a nearby vertical surface while preparing to catheterize. Wash the area around the meatus before catheterizing. Wash your hands again. Hold the insertion sleeve with your dominant hand and squeeze it to grip the catheter shaft as you remove the catheter from the pack. Next, hold the catheter funnel above the insertion sleeve with your other hand and slide the insertion sleeve down the shaft, stopping at about 6¿ from the tip. Release the funnel. Using the insertion sleeve to hold the catheter firmly, gently pass the tip of the catheter into your urethra until the insertion sleeve nears the meatus. Repeat until urine starts to flow. Try to keep the catheter steady until urine stops flowing. When urine stops flowing, slowly withdraw the catheter, stopping if flow starts again, until the last few drops have drained. Finish by disposing of the catheter and its packaging. Wash your hands with soap and water. Warning: this is a single use device. Do not reuse. Reuse of a single use device increases the risk of catheter acquired urinary tract infections. Urethral catheter for urological use only. Discard after use. Made of silicone elastomer." (B)(4).

Event description:
The complainant received a recall letter and reported that the catheter was difficult to insert and the patient experienced pain and bleeding. The patient allegedly visited his physician. Per additional information received on (B)(6) 2017, the patient reported the issue after receiving the recall notice that was sent out on (B)(6) 2017. The patient's representative stated there were 2 occurrences when he had difficulty inserting the catheter and experienced pain and bleeding. She stated he did not notice anything abnormal about the catheter prior to placement. He was able to fully insert the catheter but it drained bright red blood in his urine for 24 hours. After the bleeding did not stop, he went to the ER. They performed a CT scan to see if there was something causing the pain and bleeding but there was nothing abnormal identified. He was not given any medication for the pain that she can recall and was told by the ER to follow up with his physician the next day if the bleeding continued.